Event description:
It was reported that the patient had a surgical procedure to replace an artificial urinary sphincter (aus) due to fluid loss from the device. The patient is leaking, however, following the revision the patient is expected to fully recover.